Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front sensing electrodes, under the breast area. Patient described blisters with blood. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician did not prescribe anything but did advise the lifevest can be removed to allow skin to heal. Patient reported using a steroid cream from a previous skin issue. Follow up indicated that the skin irritation has improved.